Event description:
It was reported that during a lap appendectomy, the cartridge fell out. The cartridge separated from the metal pan. It was retrieved with a grasper through the trocar. A new one was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.